Event description:
It was reported that the user experienced persistent hyperglycemia with a peak of 357 mg/dl while using the ilet with a steel infusion set placed the prior day, despite no recent meals, supply changes, or alerts, and tubing and cartridge checks showed drops and no visible leaks. Symptoms included elevated blood glucose without reported systemic illness or distress. Outcomes included no medical intervention, no emergency treatment, and no hospitalization. Investigation included customer interview, device use history review, and on-call troubleshooting that directed tubing prime check and cartridge inspection. Investigation of this case revealed no evidence of occlusion, leakage, or device malfunction based on user-performed checks and stable device operation. It was concluded that the event was hyperglycemia with an unclear cause, and the user opted to continue monitoring without changing the infusion set at that time. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.